Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump experienced a delivery anomaly. The customer did not know the blood glucose reading. The customer stated that the insulin pump overdelivered insulin. He stated that when he disconnected from the quick release, insulin continued to drip. He reported that he began experiencing low blood glucose levels leading up to the event. Upon troubleshooting, the insulin pump passed the displacement test. He stated that the insulin pump alarmed a safety alarm in (B)(6) 2014, and that on one occasion he experienced a low blood glucose reading of 21 mg/dl. The customer requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.